Manufacturer narrative:
No technical services were requested for this event. Based on quality assessment, the product met specifications at the time of release. A review of complaints did not indicate any additional related reports for this laser. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
An ophthalmologist reported that a patient's pupil was not dilated well before the laser assistance cataract procedure so iris hooks were placed in the eye. During the procedure, the surgeon noticed vitreous fluid and performed an anterior vitrectomy. A three piece intraocular lens was placed and a corticosteroid was injected into the eye to complete the procedure. The surgeon noted a difference during hydrodissection, but was unsure if it was due to the posterior pressure in the patient's eye due to their history of graves' disease. Additional information provided states that the patient is doing great and vision is good.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).